Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a painter issue. The technical support specialist found the sebra printer misconfigured and configured it using a knowledge article. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a printer issue. The customer stated that the printer on station is not cutting / perforating labels, which causes them to not be able to be scanned, delay was approx. 5 minutes for insulin medications for either stat or routine not release caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.